Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported did not know what the issue was, all they had to go off of was a post-it note on the pump that said it was broken. The reported problem was confirmed during evaluation by the presence of false air in line error while running a loaded set. A review of the event history log identified air in line. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found an upstream occlusion. The cause was identified to be upstream sensor readings were out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false air in line. There was no patient involvement. No additional information is available.